Event description:
According to the clinic, the patient developed an infection. Consequently, the device was explanted (date not reported), and the patient was subsequently reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.